Event description:
It was reported at the end of the atrial fibrillation (afib) procedure, the physician had difficulty in removing the lasso navigational variable eco catheter from the distal area of the st. Jude custom 8 french 90 degree turn sheath. The catheter was successfully removed from the sheath. This procedure was part of a "remarquable clinical study". There was no patient injury reported in this procedure. Upon request, additional information was provided on the event. There was no resistance during the catheter introduction into the sheath. The issue was during the catheter removal from the sheath. The sheath was not deflected at 90 degrees during catheter removal. Based on the available information, the catheter was impeded in the sheath. The potential for such issue to cause or contribute to a death or serious injury, or other significant adverse event, is remote. This reported issue was not reportable. Upon visual inspection of the returned complaint catheter on (B)(4) 2013, the bwi failure analysis lab noted that the catheter tip section and shaft were cut off about 15mm from the transition area of the shaft. The electrode ring #1 was damaged and sharp on the proximal side. The electrode ring was above pu margins on both sides. This electrode ring condition was not reported by the customer. Also, received was the st. Jude 8 fr sheath used with catheter. The sheath was damaged on the distal end. The electrode ring condition is indicative of a reportable event, thus marking (B)(6) 2013 as the awareness date for this report.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).